Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The occlusion, prime, and excessive no delivery tests were not performed due to compromised force sensor system alarm. The device had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Event description:
It was reported the customer's drive support cap was sticking out. The customer also stated they had pressed the cap while connected. Customer also reported their blood glucose dropped from 240 mg/dl to 49 mg/dl. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.